Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was observed that the left ventricle (lv) lead was failing to capture. An x-ray examination confirmed that the lv lead had become dislodged. The lv lead was explanted and replaced. The patient was in stable condition.